Event description:
(B)(4). The dealer reported that the ihcs7 carroll healthcare bed hilo motor was not making the unit raising, although it would make a buzzing noise. There was no patient injury reported.